Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer loaded cartridge successfully, and was able to resume insulin therapy. Customers blood glucose level was 131 mg/dl.